Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed longevity estimate on the right atrium leadless pacemaker (ralp) as unavailable. Premature battery depletion was suspected. No changes or interventions were reported. The patient condition was stable.